Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The patient (pt) reported a couple of bizarre instances occurring in the last 4-5 days. Pt mentioned being implanted on (B)(6) 2022 and the issue in both cases was the ins battery was down in the orange needing to be recharged. Pt said the second time they plugged the rtm into the ptm which connected to ins and was recharging so they laid down on the couch and fell asleep. Pt said when they woke up and checked the ptm the therapy setting had changed to c-1 (but from their understanding when the rep programmed the ins 2 weeks earlier from the "generic settings" around the 12-13th, only group a-1 2 should be available ("all that were set")). Pt remarked that they were getting funny tingles that they do not normally get. Pt said this happened on monday (B)(6) 2022 and they sent an email to the rep that evening making them aware of what was going on. Pt confirmed adaptive stim feature was disabled and stated t hey had an absolute miserable day that monday discovering the group had switched from a to c when they were checking the battery level for ins. Pt said it was 8:51 pm central time and the battery was still at 80% and they had not charged it yet (the battery had not run at all on monday). Pt said the rep programmed the intensity set at 4 without any issues so they keep it at that. Patient services (pss) redirected the pt back to the rep regarding programmed settings. Pt said the nurse practitioner / pa (doctor responsible) wanted to see them (according to rep). Pt said they were supposed to see the implant hcp today but cancelled because they want to have their follow-up at pain management where their rep will be present first (appointment should be in the next 30 days).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that program a, b, c were created at time of implant, and program a was adjusted on (B)(6) 2022 to better cover his pain. Rep did not remove the previous b and c setting. Rep instructed the pt that they were sending him home on program a. Rep does not know how the programming was changed, however the "tingling" which is paresthesia, was caused by the intensity of program c and/or the position the pt may have been in. Pt emailed rep on may 10th and informed them that the programs had switched, after talking with the pt, they both thought that during the charging or at the conclusion of charging the program had accidently been changed. Rep instructed pt to let rep know if it happened again. On may 11th pt emailed rep to inform me that it had happened again after the charging session the prior evening. Rep instructed pt to call patient services and provided the number. Pt has a follow up appointment july 12, 2022 at 8:30. Rep has instructed pt to ca ll rep if he would like to come in sooner to remove the other programs. At follow up, rep will remove program b and c. This will eliminate accidental program changes and paresthesia ¿tingling¿. Pt stated that it was taking longer to connect when initiating the charging session, pt services determined that it was the position of the charging antenna.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.